Event description:
It was reported that this pacemaker exhibited far-field oversensing on the atrial channel. Additionally, intermittent right atrial (ra) undersensing was observed, attributed to low-amplitude p-waves measuring 0.3 mv when the ra sensitivity was set to 0.75 mv. Technical services (ts) reviewed the event and recommended reprogramming options. No adverse patient effects were reported. This pacemaker remains in service.